Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the unit was partially retracted with the bead and part of the supports protruding from the distal end of the introducer sheath. An internal ratchet mechanism was found to be damaged indicating that actuation had been overridden. A bead component was detached from the unit and undamaged. It is likely that the bead had become lodged inside the introducer sheath due to a material overhang preventing the unit from fully deploying while appearing deployed; however, the bead component most likely detached due to the cord being cut. The instructions for use (IFU) stated, "do not cut bag cord prior to removal from the port site." Applied medical has implemented device and process enhancements which are intended to reduce the potential for the material overhang to interfere with the deployment of the device. This document represents our final report.